Event description:
It was reported while using bd luer-lok¿ tip syringe only the barrel was cracked. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that 30cc syringe shattered while attached to an optima injector. Customer: 30cc syringe shattered while attached to an optima injector. No patient exposure. This was a non-hazardous dose. I have incomplete information today because the affected user is out. She will return tomorrow and can provide more details.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary it was reported a 30ml syringe shattered while attached to an optima injector. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows an empty syringe with the plunger rod-rubber stopper all the way down and connected to a medical device. The syringe barrel bottom part has cracks and is missing a piece of the plastic. No other information could be obtained from the photo. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.